Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "one of the samples analyzed with the equipment presented a flag. The sample had an error in cardiac bnp2 marker and released only biochemical tests results."

Manufacturer narrative:
Additional information was provided indicating that there were no erroneous results; rather, no results were produced, and the test was repeated. There was no report of serious injury, medical intervention, or reportable device malfunction. The previous MFR report #9617032-2023-00267 should be considered cancelled.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "one of the samples analyzed with the equipment presented a flag. The sample had an error in cardiac bnp2 marker and released only biochemical tests results."